Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated, and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury, or medical intervention was reported.